Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the plate, part and lot number unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery attempts by the doctor to assemble the dynamic hip system (dhs) by sliding the screw into the dhs plate did not work. After several attempt the parts were replaced with different hardware and the surgery was concluded with the spare parts used as implants. Reportedly the patient is in good condition and the surgery time was extended for an unknown amount of time. This report is for the plate. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices). Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery time was extended by approximately two hours as a result of the reported complications.